Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of two device reports associated with this event. MDR #1225714-2014-14097 and 1225714-2014-14098.

Event description:
Additional information was received in which the plaintiff's attorney alleged that the patient experienced cardiac arrest causing death. This was alleged to have been caused by the patient's exposure to the product administered during dialysis.